Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00705, 3005168196-2018-00706, 3005168196-2018-00707.

Event description:
The patient was undergoing a coil embolization procedure to treat an abdominal aortic aneurysm endoleak (aaa endoleak) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed a non-penumbra sheath and support catheter, then advanced a lantern through the catheter. While attempting to advance a ruby coil through the lantern, the physician experienced resistance and subsequently, the coil would not advance. Therefore, the ruby coil was re-sheathed and it was noted that the coil¿s pusher assembly was bent. The physician then decided to remove the lantern and upon removal, it was noticed that the lantern was kinked. A new lantern was then opened and the physician attempted to advance a new ruby coil through the lantern; however, tension and friction was encountered and subsequently, the ruby coil unintentionally detached in the lantern. Therefore, the physician attempted to remove the lantern containing the detached coil; however, while retracting the lantern, the coil came out of the lantern and became stuck inside the support catheter. Therefore, the physician removed the support catheter with the coil and decided to end the procedure at that point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2018-00705, 3005168196-2018-00706, and 3005168196-2018-00707.